Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and no issues were identified. Customer successfully changed cartridge and resumed insulin delivery after the system check. Customer's blood glucose was 170 mg/dl at the time of event.